Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
T was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited fluctuating system impedance measurements. The system impedance was around 120 ohms at implant and increased to 145 ohms. There was no noted weight gain in the patient. Technical services (ts) recommended performing pocket manipulation and a chest x-ray to confirm system placement. Ts discussed if there was no adipose tissue under the s-ICD or the electrode, there may be encapsulation. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received. A defibrillation threshold (dft) test was performed for this patient. The dft was successful; however, this device exhibited a high in range shock impedance of 150 ohms. Ts discussed although the dft was successful, the device would need to be monitored. Ts recommended performing a chest x-ray to confirm system placement. Ts also recommended asking the patient about their medical history. No additional adverse patient effects were reported.